Event description:
This is report 2 of 3. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis. Dianeal therapy was ongoing. The patient experienced fever, abdominal pain, and cloudy peritoneal dialysis effluent and was hospitalized on the same day. The patient was diagnosed with peritonitis and the cause was unknown. The patient was treated with gentamycin and vancomycin ip (dose and frequency unknown). The patient was also treated with unknown antibiotics during hospitalization (name, dose, route, and frequency unknown). The patient was discharged from the hospital one week after being admitted. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number gd893461. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).